Event description:
It was reported that the patient was admitted on (B)(6) 2023 due to a headache and vomiting. The patient's international normalized ratio was therapeutic on admission. A head computed tomography (CT) scan was performed which revealed an intracerebral hemorrhage (ich). On (B)(6) 2024, the patient had positive blood cultures and increased white blood cells and was diagnosed with bacteremia. The patient was treated with antibiotics and was determined to not be a neurosurgical candidate. Care was compassionately withdrawn, and the patient ultimately expired due to the ich and bacteremia. The patient's outcome was not considered to be device related. The device reportedly operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not be conclusively determined. Additionally, a direct correlation between the device and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C and the heartmate 3 lvas patient handbook rev. D are currently available. Section 1 of the IFU, "introduction," lists bleeding, stroke, infection, and death as potential adverse events which may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook contain information regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through patient outcome that the patient passed away. The cause was not provided. Whether the outcome was device or therapy related was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.